Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous distal right coronary artery (rca). The physician advanced the 330cm floppy rotawire guide wire to the posterior descending artery of the right coronary artery. A 1.75mm rotablator rotalink plus device was advanced over the guide wire to the lesion. The guide wire fractured at the radiopaque part of the distal tip. They were unable to retrieve the fragment as it was in vessel that could not be accessed with a snare. The procedure was completed with the placement of an unspecified stent. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method, results and conclusion codes. Device evaluated by manufacturer: a visual examination identified the spring tip missing. The overall length of the guidewire is 229.2cm approximately. All the outer diameter measurements are within the specifications. The mtac lab results revealed evidence of torsion overload followed by final tension overload for both failure sites a (surrounding coil) and b (corewire). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous distal right coronary artery (rca). The physician advanced the 330cm floppy rotawire guide wire to the posterior descending artery of the right coronary artery. A 1.75mm rotablator rotalink plus device was advanced over the guide wire to the lesion. The guide wire fractured at the radiopaque part of the distal tip. They were unable to retrieve the fragment as it was in vessel that could not be accessed with a snare. The procedure was completed with the placement of an unspecified stent. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous distal right coronary artery (rca). The physician advanced the 330cm floppy rotawire guide wire to the posterior descending artery of the right coronary artery. A 1.75mm rotablator rotalink plus device was advanced over the guide wire to the lesion. The guide wire fractured at the radiopaque part of the distal tip. They were unable to retrieve the fragment as it was in vessel that could not be accessed with a snare. The procedure was completed with the placement of an unspecified stent. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).